Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message during a software upgrade. Technical services (ts) discussed this message can sometimes occur if a magnet was applied over the device many times. Ts discussed the option of submitting a copy of device memory for analysis. The local field representative reported that the battery depletion message was cleared and the device showed a battery status of 73 percent remaining. The local field representative planned to submit a copy of device memory for review. No adverse patient effects were reported. This product remains in service.